Event description:
MFR representative reported appearance of cutuaneous lesion (burn type) leading to necroses with exposure of device. No impedance problems reported. The pt was hospitalized for three weeks for healing and iscurrently doing well.